Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the procedure was not converted to laparoscopic surgery. They finished the procedure with the remaining universal surgical manipulators (usms). There was no patient injury. Additionally, isi received a da vinci product to perform failure analysis. The usm was tested on an in-house system in normal mode where it passed all tests that were performed. Error 22023 on the insertion was confirmed but not replicated.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer called in to report that universal surgical manipulator (usm) 2 was impossible to move and felt a high resistance in it. Prior to contacting technical support, customer uninstalled and reinstalled the endoscope and the sterile adapter. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked error logs and found instances of error 23007. The tse guided customer to perform troubleshooting steps with no improvement. The customer performed a new system reboot with no improvement and the tse asked customer if they could finish the case with three arms. The customer expressed their concern to do so due to safety reasons. Intuitive surgical, inc. (Isi) followed up and obtained the following information: the procedure being performed was a cystectomy and the fault occurred at the end of the procedure. The surgeon managed to finish the case with the remaining arms with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) visited the site and was not able to reproduce the reported complaint. The universal surgical manipulator (usm) and set up joint (suj) moved freely. Intuitive motion was confirmed. The fse replaced the usm for customer satisfaction. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.